Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from the top seam of the bag, around the middle port. This was identified at the hospital, prior to use. The bag leaked parenteral nutrition (pn) which was contained within the sealed overpouch. There was no visible damage around the seam or product packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between january 13, 2024 and january 14, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo was performed and the leak at the administration spike port area was not easily identified. However, leakage in the product packaging was observed which would indicate a bag leak; the location of the leak could not be identified through photo inspection. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause is due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.